Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. During fill 4 of 4 the patient noted fluid leaking from the first white tube of the cycler set that went to supply bag 1. Fluid was not discovered in the cycler module or on the cycler cassette. There was an alarm prior to finding the leak. The patient said he disconnected and reconnected the supply bag from the first white tube to the second white tube. Patient was advised to always reset up with new supplies. In a follow up, the patient's pd nurse verified the leak event. The patient did not have any harm, intervention or adverse event due to the leak. The patient is using the same cycler with no further issues. The patient discarded the tubing set.